Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, high shock impedance was reported on this lead. The lead was capped and replaced on (B)(6) 2019. Should additional information become available, this file will be updated.